Event description:
Boston scientific received information that during interrogation prior to the device replacement procedure, this right atrial (ra) lead exhibited pacing impedance measurements of greater than 2,000 ohms. Loss of capture in the ra was observed at high pacing outputs, and electrograms showed the ra lead was oversensing r-waves in the ventricle. An x-ray was performed, but the leads had not moved position. The device was removed and the leads were then tested on the pacing system analyzer (psa). The ra pacing impedance measurements were normal, capture was observed, and no oversensing was noted. A new pacemaker was connected to the chronic leads with no further problems. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. At the next device check, several episodes caused by noise on the atrial lead were stored. The ra pacing impedance measurement was varying, at 1136 ohms, then 738 ohms. P-wave measurements were 3mv, with good pacing threshold measurements. The patient was scheduled for another follow-up the next week. At that device check, the ra pacing impedance measurement was greater than 3,000 ohms. The device was reprogrammed to vvi pacing. The patient will continue to be monitored at normal device follow ups. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.